Event description:
Baxter (B)(4) received a report that an infusor had no flow during filling. The device was being filled with a solution of fluorouracil. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 250 ml of solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. However, flow was not readily observed at the luer despite several attempts of forced prime. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite numerous attempts of forced prime. Microscopic examination of the luer showed evidence of air bubbles/pockets blocking the fluid path inside the lumen of the glass capillary. The root cause was determined to blockage from the air bubbles/pockets inside the lumen of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.